Event description:
Note: this report pertains to a lithovue flexscope and a zero tip baskets used during the same procedure. It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope and zero tip basket were used during a left antegrade nephrostogram, left nephrostomy tube placement, left percutaneous nephrolithotomy, left renal access and dilation, left renal ultrasound with interpretation, left retrograde pyelogram with fluoroscopic interpretation, left ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2020. The patient experienced urinary tract infection and required medication. The patient stayed longer in the hospital than the intended procedure date.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.